Event description:
It was reported that this pacemaker system exhibited low amplitude, high pacing thresholds as well as undersensing on the right ventricular (rv) lead channel. It was also noted during in office consult that the pacemaker had entered into safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory, and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker system exhibited low amplitude, high pacing thresholds as well as undersensing on the right ventricular (rv) lead channel. It was also noted during in office consult that the pacemaker had entered into safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This product has been returned.